Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer declined to continue troubleshooting due to being low on insulin and was instructed to change supplies as needed and continue insulin therapy, which the caller acknowledged and understood.